Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 27-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station bootup failed. The field service engineer (fse) fse found the c drive full and cleared the configuration file, freeing up approximately 15 gb of space. After rebooting the station, it came back online successfully following technical support specialist work. The technical support specialist (tss) able to perform repair on corrupted file on the station and confirmed the system worked without issues. The system functioned as intended after the field service engineer and technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had been crashing multiple times daily. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.